Manufacturer narrative:
The reported event was unconfirmed. The root cause for the reported event could not be determined as the reported event was unconfirmed. The device was evaluated upon receipt. During evaluation the device was found to be fully functional. Graphics software was updated from 3.0.2 to 3.3.0. All applicable upgrades were completed or verified complete. Reset the device to default settings which included deleting any patient data that was currently on the device. The arctic sun 5000 was functionally tested for compliance with manufacturer specifications. An electrical safety test and ctu calibration were performed and passed. Fdl was inspected and tested. A DHR review is not required as the reported event is unconfirmed. A risk review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed doing functional check on arctic sun device loaner just received and stated the inlet pressure (ip) was not reaching -7psi.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed doing functional check on arctic sun device loaner just received and stated the inlet pressure (ip) was not reaching -7psi.